Event description:
On (B)(6) 2011, the patient was implanted with an aos 11 mm es trochanteric nail. Aos had a report of failure on (B)(6) 2011. The nail was removed from the patient and was replaced with a new trochanteric nail. The nail was returned for evaluation, and a copy of the evaluation will be sent with this document. See scanned page.